Event description:
It was reported that the customer experienced high blood glucose levels and bent cannulas, but never got a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. It was stated that the customer did not feel comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. The no delivery alarm functioned properly during the basic occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.